Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 400 units of insulin and the pump displayed 20 units remaining the following day. The customer reloaded the cartridge and resumed insulin delivery. There was no impact to the customer's blood glucose level.